Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) level of 48 to 60 mg/dl. Cause was not known. The customer consumed carbohydrates to address her decreased bg.